Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was not performing the air removal step. Tandem technical support educated the customer to remove any residual air from the cartridge as per the user guide. Customer loaded a new cartridge to resolve the issue.